Event description:
It was reported that a 30-year old caucasian female patient underwent primary breast augmentation with a (left) 450cc mentor smooth round moderate plus profile saline breast prosthesis and a (right) unspecified mentor saline breast prosthesis. Post-operatively, the patient's left breast became super saggy, had left breast implant deflation, left breast capsular contracture (baker grade unknown) and loose right breast implant that is coming out of the pocket. As a result, the patient underwent bilateral breast implant removal surgery on (B)(6) 2022. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: device migration. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 6, 2022, the mentor failure analysis lab received the device for evaluation. Mentor became aware that the left breast implant's lot and serial number were: lot: 7713736 sn: (B)(6). The right breast implant was a 450cc mentor smooth round moderate plus profile saline (catalog: 3502450 lot: 7575148 sn: (B)(6)). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On july 21, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpps dv 450cc returned device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.